Manufacturer narrative:
The ultralite pro headlight w/premium cable (ax2100bif) was returned for evaluation: the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: the returned headlight was in used condition with the lens of its fiberoptic cable cracked and internal fibers damaged due to rough handling/environmental damage. The cable was able to remain plugged into the 00mlx lightsource at 100% intensity with no ill effects. Damage did not appear to be the result of excessive heat. No melting or damage consistent with overheating was identified on the cable. No manufacturing, workmanship, or material deficiency has been identified. Per the instructions for use (IFU), "it is strongly recommended that the light be used at minimum intensity". Root cause: no signs of melting or overheating were identified on the cable. Note that use of minimum 00mlx lightsource light intensity is recommended. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 3 and relates to the first damaged ultralite pro headlight cable, linked to mfg report numbers: 2523190-2021-00166, 2523190-2021-00168. A facility reported that during surgery, the surgeon was using mlx 300 xenon lightsource (00mlxuk) system and due to the heat, the ultralite pro headlight cable (ax2100bif) was damaged. To complete the surgery, the surgeon had to change to another headlight but again it caused damage. The surgery was completed by using another light source and headlight which was available in the hospital without any harm to the patient. An increase in surgery time of around 30 minutes was reported. However, no patient injury or death was alleged.